Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and high thresholds. The pace impedance and thresholds were lower in unipolar vector configuration, so the device was reprogrammed. The physician plans to perform a lead revision procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the right ventricular (rv) lead was explanted and replaced due to noise oversensing, high thresholds, and high pace impedance measurements. It was suspected that the rv lead fractured and had terminal end damage. Additionally it was noted that the rv lead was difficult to remove as the electrode end helix would not retract. This device remains in service. No additional adverse patient effects were reported.